Event description:
The bact alert mp bottle is a microbial growth monitor for mycobacteria. The customer was using a glass mp bottle. The bottle broke while inside the bact alert instrument. The bottle was originally reported to biomerieux as negative, but as of 21feb05 is now being reported as positive. The lab does not do mycobacteria testing in a protected area. The lab reported that the employees have not received any treatment for the possible mycobacteria exposure.